Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that during a case, the site was having issues with the passive planar blunt. They initially could not verify it, but were finally able to. Then during the case, they had intermittent tracking issues. They changed the spheres and moved the camera angle, but continued to have intermittent issues. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The representative found no issues with the instrument. She was able to get it to verify with no issues.